Manufacturer narrative:
The investigation has determined that one vitros eco2 and one alt slide cartridge were mis-identified in the reagent supply of a vitros 350 analyzer. The root cause could not be determined, however; user error, as a contributing factor, could not be ruled out. There is no evidence the vitros 350 instrument malfunctioned.

Event description:
A customer contacted the ocd global technical support (gts) because they had observed three mis-identified carts in slide supply 2 on a vitros 350 chemistry system. The event meets potential health and safety criteria because vitros slide cartridges were mis-identified as different assays and discrepant results may have been undetected by the laboratory and conveyed to a clinician leading to inappropriate intervention with the potential for serious injury to the patient. No patient sample results were affected and there was no allegation of patient harm as a result of this event. (B)(4).